Event description:
It was reported that deflation failure and myocardial infarction occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation in a patient with acute coronary syndrome. However, after proximal dilation, the balloon would not deflate with contrast ratio of 50:50. To attempt an deflate the balloon repeated re-inflation and deflation were performed. A 100% saline was tried as an option to help deflate the balloon. Eventually the balloon was deflated by passing a rotational atherectomy wire through the inflation hub and the hypotube. This resulted in partially deflating the balloon allowing it to be withdrawn. However this resulted in a myocardial infraction which st segment elevation, raised troponin I >25 000ng/l). The procedure was successful completed.